Manufacturer narrative:
(B)(4) the reported complaint that the "aortic balloon had ruptured" was confirmed based on the visual inspection of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. During the investigation, blood was confirmed present within the iabc helium pathway. Furthermore, various damages were immediately noted to the iabc, and the device was returned in two separate sections. The iabc bladder was noted damaged, consistent with being ripped/torn at two different locations. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the patient underwent a double coronary artery bypass grafting (from the aorta) + coronary endarterectomy + aortic valve bioprosthesis replacement + intraoperative cardiac pacemaker + intraoperative implantation of an aortic balloon pump + installation of extracorporeal membrane oxygenation (ECMO). During the operation, due to poor cardiac function, intra-aortic balloon pump (iabp) assistance was provided. Three days after the assistance, the patient's electrocardiogram suddenly showed extensive st-segment elevation in multiple leads, rapid ventricular rate atrial fibrillation, with the fastest heart rate reaching 180 beats per minute, accompanied by a drop in blood pressure. Emergency external chest compression and vasoactive drugs were administered, and the patient's blood pressure was restored. Later, it was found that the aortic balloon had ruptured. It was considered that the helium gas leakage caused by the balloon rupture led to gas embolism and coronary heart attack. The patient was then sent to the operating room for limb arteriovenous repair + percutaneous selective angiography. After returning to the ICU, the patient was in a coma. It was considered that the hypotension that occurred at that time led to insufficient cerebral perfusion". The patient's current condition is reported as "fine".

Event description:
It was reported, "the patient underwent a double coronary artery bypass grafting (from the aorta) + coronary endarterectomy + aortic valve bioprosthesis replacement + intraoperative cardiac pacemaker + intraoperative implantation of an aortic balloon pump + installation of extracorporeal membrane oxygenation (ECMO). During the operation, due to poor cardiac function, intra-aortic balloon pump (iabp) assistance was provided. Three days after the assistance, the patient's electrocardiogram suddenly showed extensive st-segment elevation in multiple leads, rapid ventricular rate atrial fibrillation, with the fastest heart rate reaching 180 beats per minute, accompanied by a drop in blood pressure. Emergency external chest compression and vasoactive drugs were administered, and the patient's blood pressure was restored. Later, it was found that the aortic balloon had ruptured. It was considered that the helium gas leakage caused by the balloon rupture led to gas embolism and coronary heart attack. The patient was then sent to the operating room for limb arteriovenous repair + percutaneous selective angiography. After returning to the ICU, the patient was in a coma. It was considered that the hypotension that occurred at that time led to insufficient cerebral perfusion". The additional information from clinical staff reported that the patient deceased.

Manufacturer narrative:
(B)(4). The additional information from clinical staff reported that the patient deceased.

Event description:
It was reported " the patient underwent a double coronary artery bypass grafting (from the aorta) + coronary endarterectomy + aortic valve bioprosthesis replacement + intraoperative cardiac pacemaker + intraoperative implantation of an aortic balloon pump + installation of extracorporeal membrane oxygenation (ECMO). During the operation, due to poor cardiac function, intra-aortic balloon pump (iabp) assistance was provided. Three days after the assistance, the patient's electrocardiogram suddenly showed extensive st-segment elevation in multiple leads, rapid ventricular rate atrial fibrillation, with the fastest heart rate reaching 180 beats per minute, accompanied by a drop in blood pressure. Emergency external chest compression and vasoactive drugs were administered, and the patient's blood pressure was restored. Later, it was found that the aortic balloon had ruptured. It was considered that the helium gas leakage caused by the balloon rupture led to gas embolism and coronary heart attack. The patient was then sent to the operating room for limb arteriovenous repair + percutaneous selective angiography. After returning to the ICU, the patient was in a coma. It was considered that the hypotension that occurred at that time led to insufficient cerebral perfusion". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).